Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the mishandling by the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the instrument channel of the subject device was leaked. In the evaluation of olympus (B)(4) the following was confirmed, brown deposits on the distal end. The endoscope connector is leaking. The light guide lens is chipped. Chemical damage at the distal end. The bending section rubber adhesive defects. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.